Event description:
Reference number (B)(4). Event occurred in the united states. On 25-jun-2024, it was reported that the patient faced infusion set tubing was kinked like the letter v, which caused the patient blood glucose levels elevated to 300 mg/dl. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - MDR 3003442380-2024-19223- device 1 of 2